Event description:
A vessel loop was used in the procedure to hold / anchor the common femoral access, acting to hold pressure on the femoral artery as the procedure is in progress. The vessel loop just popped / broke in half and released the pressure on the site. As a result, there was a significant amount of blood loss. No harm was done to the patient, injury could have potentially occurred. Intended procedure was an aaa stent graft. Device did not do what it was supposed to do.